Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. The patient did not exhibit any device-related patient symptom/condition.

Event description:
It was reported that this pacemaker was explanted due to a product performance anomaly. Moreover, the patient had cancer and needed a smaller device. No additional adverse patient effects were reported.